Manufacturer narrative:
Immucor's product investigations lab performed a screen assay on customer's submitted sample on the echo using retention capture-r ready-screen (3), lot r708, and capture-r ready indicator red cell, lot 221603. Controls performed as expected and customer's sample resulted 4+ positive on cells 1 and 2 which are d+ cells. Cell 3 resulted negative (d neg cell). Pi performed an antibody ID on customer's submitted sample on the echo using retention capture-r ready-ID, lot id294, and capture-r ready indicator red cell, lot 221603. Controls performed as expected. Cells 9, 10, and 12 resulted equivocal (pin holes) cells 1-4, 13 and 14 resulted positive, and all other cells resulted negative. A product deficiency was not identified.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative reactivity on a patient sample containing anti-d.